Event description:
It was reported that the patient passed away on (B)(6)2022 due to bleeding. The site of bleeding was assumed to be intrabdominal but no other event details were available since the patient coded in the ER and passed quickly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to bleeding. The site of bleeding was assumed to be intrabdominal but no other event details were available since the patient coded in the ER and passed quickly.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported bleeding and patient outcome could not conclusively be established through this evaluation. The heartmate ii left ventricular assist device (hmii lvad), serial number (B)(6) will not be returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hmii lvas, including death and bleeding. Section 6, (patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.